Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed (B)(4).

Event description:
The 29mm mbt broach trial will not stay attached to the handle while impacting.

Manufacturer narrative:
Functional examination of the returned device was unable to replicate the reported event. A complaint database search finds no additional reports against the complaint sample product and lot combination. A complaint database search against product code (B)(4) did not identify any trends of slot damage/mating difficulties. No evidence was found of product error and the need for corrective action was not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.